Manufacturer narrative:
Examination of the returned device confirms damage to anterior locking tab, and damage to the posterior aspect of the insert consistent with unsuccessful attempts of implantation. The observed damage would prevent proper insertion into the mating tibial tray. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. A definitive root cause of the damaged locking tab is unknown. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The final implant didn't lock into the tibia base plate.